Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Additional product codes for this report include hwc. Manufacturing evaluation investigation: based on the topography of the fracture surface, it can be concluded that the plate was subjected to moderate dynamic bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to multiple cracks, and finally to the overload which resulted in device breakage. The implant could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or manufacturing process can be excluded. A review of the device history records showed conformity to the print specifications. No indication for material or design related issue was found. The original date of awareness reported on the initial medwatch was (B)(6) 2015. Further information determined that the actual date of awareness for the event was (B)(6) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, the plate in question was used during a distal radius fracture operation. No bone grafting. No external fixation. A month after the operation, the plate was found broken. It is not known if the breakage occured on a screw hole. Explant and revision were necessary. The explant date is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date of event: unknown. Explant date: unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that the DHR itself showed no deviation, eight manufactured parts were put on stock. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.